Manufacturer narrative:
Device passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had issues with the replacement device. Customer was having high and low blood glucose. Customer's blood glucose went from 30 mg/dl to 300 mg/dl. Customer was dyslexic and wanted additional training on the device. Customer will not be returning the device for analysis.